Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg was not communicating with the programmer after having surgery. A company representative met with the patient but was unable to resolve the issue with troubleshooting.

Event description:
Follow up information received which indicated the patient's ipg was inoperable. The patient does not plan to have surgical intervention.